Event description:
Per the clinic, the patient developed an infection at the implant site (date not reported). The patient was treated with oral antibiotics for a duration of 10 days (date not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.